Manufacturer narrative:
The article did not specify the number of sutures used in the chordae replacement procedure 14 years earlier. The suture has not been returned and the lot# was not provided in the article. Consequently, a direct product analysis and review of the manufacturing records could not be performed. Based on the available information, a root cause cannot be determined. It should be noted that the potential for such events is addressed in the instructions for use: "possible adverse reactions include, but are not limited to, calcification of the suture." All information has been made available for tracking trending and follow up. Citation: butany j, collins m, david t. Ruptured synthetic expanded polytetrafluoroethylene chordae tendineae. Cardiovascular pathology 2004; 13:182-184.

Event description:
The journal article, ruptured synthetic expanded polytetrafluoroethylene chordae tendinae discussed a patient that underwent mitral valve repair with replacement of chordae tendineae with eptfe sutures. Fourteen years later, two-dimensional echocardiography showed a slightly later, two-dimensional echocardiography showed a slightly enlarged left atrium and a stenotic, regurgitant mitral valve. The patient underwent a second procedure in which a CABG (x2) and a mvr were performed. The sutures were found at explantation to have ruptured. Pathological examination of excised tissue revealed a narrow rim of thrombus around the suture and within the interstices of the synthetic material. Patchy areas of calcification as well as fibrous and elastic tissue in the tissue surrounding the suture and within its interstices were also seen. Other areas showed large calcific nodules distorting the suture architecture while others appeared to be completely replaced by calcium salts with only small areas of eptfe remaining. The patient tolerated the second procedure well and was discharged to home six days post operative.